Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 05-apr-2024. Investigation summary: bd had received 3 customer photos and 1 customer sample for review and analysis. The customer photos show a pbbcs device with a gray foreign matter on the tubing. Therefore, this complaint can be confirmed based on the customer photos provided. In addition, the 1 customer sample was subjected to visual inspection for foreign matter on the tubing. The sample failed testing as there was gray foreign matter on the tubing. Therefore, this complaint can be confirmed based on the customer sample testing results. Additionally, 100 retain samples were visually inspected for foreign matter on the tubing. All samples passed testing exhibiting no foreign matter or defects to the tubing. Therefore, this complaint cannot be confirmed based on the retain sample testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is able to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the inside of the tube was dirty. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the inside of the tube was dirty. No patient impact reported.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2bb: jka, fpa. E.1 initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.